Event description:
The patient was lifting weight approximately 3 months post implant, which resulted in dislodgement. The lead was successfully repositioned and remains actively implanted. Should additional information becomes available, this event will be updated.